Event description:
A pt reported blood glucose results of 22.8 and 13.6 mmol/l with a lifescan meter, performed within 10 minutes of each other. The pt mentioned that the thest strips did not look all the same and the test strips were not expired. The technique of applying blood on the test strip was correct. Based on the info provided, there is no evidence of a serious injury. This case is being reported as a strip malfunction, due to the test strip dimension.